Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irridation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. A review of the labeling shows in the instructions for use that the implant procedure and instrumentation associated with the surgical placement of the product can carry a inherent risk of infection, as do similar urological procedures. Procedural complications can include transitory irritation at the operative wound site, which may elicit a foreign body response that leads to wound dehiscence, inflammation, infection, or erosion of the implant. Baseline report previously provided.

Event description:
It was reported that approximately 2 months following a urethral sling procedure on in 2006, the patient developed raised red spots at the left and right incision sites. Cultures verified that the patient had a sterile abcess at the incision site. The doctor treated the patient with antibiotics. The patient underwent a vaginal hysterectomy on nine days earlier, and three weeks later, she developed suprapubic pain, erythema, a "nodule" at suprapubic sling incision site. A CT scan showed thickening of the sling at the suprapubic area. On the following month, the patient returned experiencing swelling, pain, and tenderness of the suprapubic area and was examined by another doctor. A culture was performed and results were negative. The patient was treated with warm compresses, aspirin, naproxin, and non-steroidal anti-inflammatory medication. Sling procedure details: vicril sutures using continuous stitches were used to close the vaginal incision. The vaginal mucosa was trimmed prior to closure.